Event description:
It was reported by the rep that the (1) tsw45 was used during an unknown procedure. It was reported that the staples fell out of the reload that came with the gun. The doctor requested to different reload and the gun fired correctly. The same gun was used but not the original reload. There was no consequence to the pt.